Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the sky cam tightener shaft (p/n: 286840000, lot number: nw221118 ) was received at us cq showing broken tips on both ends. No further visual defects or deficiencies were noted. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to post manufacturing damage. Document/specification review: no design issues were identified. Complaint confirmed? No. Conclusion: the complaint cannot be confirmed for the sky cam tightener shaft (p/n: 286840000, lot number: nw221118). No definitive root cause could be determined based on the provided information. However, the potential cause for the broken condition could be due to the application of excessive forces on the device. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history a review of the receiving inspection (ri) for cam tightener shaft was conducted identifying that lot number nw221118 was released in 2 batches. Batch1: lot qty of 153 units were released on 03oct2018 with no discrepancies. Batch2: lot qty of 316 units were released on 05sep2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the three screwdriver tips were worn which made torque fixation of the skyline implant impossible. There was no reported patient involvement. This report involves one (1) skyline anterior cervical plate system cam tightener shaft. This is report 3 of 4 for (B)(4).